Event description:
It was reported that the nurses noticed that the pump was more ¿loose¿ than other pumps. Related manufacturer reference number: 3003306248-2024-00015.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator reached out to inquire if there had been any manufacturing changes since the nurses had thought the pedimag pumps looked to have had a wider movement where the locking screw and the plastic crescent indention space was. They would turn back and forth more; however, all the screws are tight and in the groove. No issues to the pump, hardware, and patient were reported. The exact event date was unknown and could not be provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag pump being more loose than other pumps within the centrimag motor was not confirmed. The provided information indicated that the pump was felt to move back and forth more so than previous pump and motors despite the screws being tight and in the groove. The centrimag motor was not returned for analysis. Additionally, there was no evidence submitted that would confirm the reported event or indicate any issues with the motor. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including those associated with motor stop and flow signal interruption conditions. No further information was provided. The manufacturer is closing the file on this event.